Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for high voltage therapy to be turned back on. Patient has dnr order and previously had high voltage therapy turned off. An increase in capture threshold was noted and trends showed an increase in pacing lead impedance over the last three months. Patient has other medical issues and resolution is unknown at this time.